Manufacturer narrative:
Analysis summary: upon receiving the package, 4 devices were received regarding the same complaint. The devices were separately labeled and assigned to each pli and closed. Observing the device prior to decontaminating, the device had an excessive amount of eschar buildup on the blade and in the device. It was also visible the heat shrink component that sits under the shoulder of the blade was missing and not returned by the sender. The confirmation of the failure is unknown due to the component missing and not able to further investigate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacture representative (rep) regarding a generator. It was reported that the site has had some issues with their generator and the plasma blades (blades are peeling). The site would like to send in their generator. No further information provided. No patient was involved.